Event description:
Healthcare professional reported capsular contracture baker grade 3 on the right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; yellow particles in shell, flat creases, weight within specification. Besides, observed a separation between shell and patch (ss). It is out of specification per qa199.04, it is assessed as workmanship. Based on the device analysis the final assessment is: split in patch assessed as workmanship. Additional, changed, and/or corrected data: d.6a, d.9, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported capsular contracture baker grade 3 on the right side. The device has been explanted.